Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 132.0 cm from the proximal end. The embolization coil was intact with its pusher assembly and had offset coil winds. Conclusions: evaluation of returned smart coil revealed that the embolization coil had offset coil winds. If the introducer sheath is not properly aligned within the hub of the microcatheter prior to advancement, resistance will likely be experienced, and the coil may become damaged. During functional testing, the smart coil was unable to be advanced out of the introducer sheath due to the offset coil winds. Further evaluation revealed a kink on the pusher assembly. Based on the return condition and the reported complaint, the kink is likely incidental to the reported complaint and may have occurred during packaging for return to penumbra. The non-penumbra microcatheter identified in the complaint was not returned for evaluation. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, the physician successfully placed three smart coils in the target vessel using a non-penumbra microcatheter. While attempting to advance a new smart coil as the fourth coil, the physician experienced resistance at the hub of the microcatheter and was unable to advance any further; therefore, the smart coil was removed. A kink and collapse were found at the proximal end of the coil. The procedure was completed using a new smart coil with the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, the physician successfully placed three smart coils in the target vessel using a non-penumbra microcatheter. While attempting to advance a new smart coil as the fourth coil, the physician experienced resistance at the hub of the microcatheter and was unable to advance any further; therefore, the smart coil was removed. The procedure was completed using a new smart coil with the same microcatheter. There was no report of an adverse effect to the patient.